Event description:
The customer reported that during a total laparoscopic hysterectomy, the dissector on the system stopped working and was removed from the surgical field. While the dissector was being cleaned, a piece of the active waveguide disengaged from the dissector. Nothing fell into the pt cavity and there was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.